Event description:
The customer reported to olympus, the gastrointestinal videoscope had a b30 scope communication error, contacts cleaned. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the bending section cover, and the plastic distal end cover had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the electrical contact of the video connector, the universal cord and the light guide connector had corrosion; the bending tube, the scope cover and the video cable were deformed; the suction cylinder and the air/water cylinder had no color; the connecting tube had a scratch; the video connector case was damaged. Due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value; due to damage on the air/water tube, water tightness was lost and due to a cut on the heat shrinking tube of the lock engagement lever, expected insulation capacity could not be obtained. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign materials at bending section cover and plastic distal end cover was presumed to be because reprocessing was not conducted properly due to leakage from the air/water channel. Subsequently the foreign materials were not eliminated. The event can be detected and prevented by following the instructions for use by handling the device according to the following IFU. Detection methods are written in IFU: gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.